Event description:
The customer reported fortaz 1 gram/50 ml was set up as a secondary to infuse over 30 minutes. The nurse remained at the bedside after starting infusion and noted the drip chamber had a continuous stream of flow; the entire bag emptied in 3-5 minutes. The primary infusion was ns at 10 ml/hr. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.